Event description:
It was reported that the patients right ventricular (rv) lead had dislodged and a lead revision was completed. The lead dislodged again, exhibiting high thresholds and high impedance. The lead has now been extracted and an alternative lead has been placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.